Event description:
Performing diagnostic catherization, that turned into a angioplasty and stent. During the pt procedure, at approximately 8:42 am, the axiom system locked up, the system would not perform fluoro or acquisition, or any other functions available. There were no error messages. Reporter attempted a normal shutdown which was unsuccessful. Next reporter proceeded to perform a force shutdown. It took the system approximately 7 minutes to complete the reboot process. During the reboot process, after approximately 1 minute had elapsed since starting the shutdown, dr. Informed reporter he had a perforated artery and he needed the system up right now. During this time the staff was attempting to contact the cardiac surgeon on call and the anesthesiologist. Reporter did not observe dr. Was moving any catheters while the system was inoperable. Once the system was up the customer continued the procedure. The dr. Was able to stabilize the pt. The pt remained stable on the table, under anesthesia, for approximately 2 hours before transporting to surgery. Reporter was informed the following day that the pt had expired after surgery, while in the recovery room.